Event description:
The customer reported that while running a hepatitis core assay, summit sample handler, did not pipette the correct amount of reagent or sample into well position a5 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics inc.